Event description:
The user facility reported that a puncture was observed in the packaging of an e-sep pencil upon receipt. There was no patient involvement, no delay, no adverse consequences or medical intervention were reported as there was no associated procedure.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
The user facility reported that a puncture was observed in the packaging of an e-sep pencil upon receipt. There was no patient involvement, no delay, no adverse consequences or medical intervention were reported as there was no associated procedure.